Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A voluntary medwatch report was rec'd that stated that a physician attempted an arteriotomy closure using the starclose device after an unknown procedure. The device was deployed but appeared to fail. The right groin was immediately noted to have minimal bleeding. Manual pressure was applied. A hematoma was noted. No additional info available.